Manufacturer narrative:
(B)(4).

Event description:
It was reported that post paced t wave oversensing was observed via real time electrograms. The patient was asymptomatic. No intervention will be performed at this time. Monitoring will continue.